Event description:
It was reported that the user experienced hyperglycemia at 215 mg/dl while using the ilet system with steel infusion set and needed assistance after rewinding the pump when the ¿fill tubing¿ screen was no longer displayed; customer care guided the user to change the cartridge and tubing, perform another rewind, and resume normal use. Investigation of this case revealed no device alerts or alarms and no abnormal findings in the report reviewed during the call. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no medical intervention, no hospitalization, and recovery as glucose trended down to 195 mg/dl by the end of the call. It was concluded that the hyperglycemia had an unclear cause and was resolved after completing the setup and resuming therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.